Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc surmised that the reported event was likely related to the operator's technique. The instruction manual of the device has already warned as follows; use the thunderbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, malfunction of the cardiac pacemaker, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage and infection to the surgeon, surgical staff and/or patient.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a left emicolectomy, tb-0520fcs and tb-0920oe were used. There was no problem with the tb-0520fcs. The jaw of the device was not visible when he/she was treating the deeper part of sigmoid rectus colon after exchanging the device to tb-0920oe. Since the patient bled, the doctor tried to coagulate the treated part in seal mode. After that, since there was a signal from the system telling that the seal was completed, the doctor switched to seal & cut mode and continued the procedure. However, the bleeding still did not stop. Therefore, the doctor used other devices to stop the bleeding. Moreover, blood transfusion was conducted because of the excessive bleeding. The intended procedure was completed with another device. This report is about the bleeding which occurred when using tb-0920oe.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc). There was no abnormality with the device. The manufacturing record was reviewed and found no irregularities. From the past similar cases, this type of the event is most likely related to the operator's technique.